Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cervical spine decompression with fusion. Literature review: according to the authors of the article "postoperative cervical cord compression induced by hydrogel dural sealant" there was a case reported of cervical cord compression in a pt who underwent a c5-c6 anterior cervical decompression with fusion who sustained a csf leak when the surgeon excised the posterior longitudinal ligament. The surgeon applied duraseal as the primary sealant. 3 hrs post-op the pt developed progressive upper and lower extremity motor weakness. During emergent exploration, the surgeons determined the expanded hydrogel was the cause of the compression.